Event description:
The doctor reported the implant was removed due to implant fracture, 3 years after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. Local infection, bone resorption and pain were observed during the implant removal surgery. The patient will need another surgical intervention.